Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached please have a complaint opened for a tear in the silicone segment below the upper fitment. The tear was found during device investigation (B)(4) . We have the tubing, and I attached a picture of the tear.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Updated material number . It was reported by the customer that have a complaint opened for a tear in the silicone segment below the upper fitment. The tear was found during device investigation pr (B)(4). We have the tubing, and I attached a picture of the tear. Verbatim: rcc received a complaint via email. Email(s) attached please have a complaint opened for a tear in the silicone segment below the upper fitment. The tear was found during device investigation pr (B)(4). We have the tubing, and I attached a picture of the tear.

Manufacturer narrative:
Additional information added to d tab- material number updated it was reported by the customer that have a complaint opened for a tear in the silicone segment below the upper fitment. One sample of the infusion set in question along with an unidentified secondary set, was provided for quality investigation. Examination of the sample received indicates that there is a small tear in the silicone tubing. The customer complaint of component damage was verified. Based on the evaluation of the sample, review of the production process and the description of the events leading to the discovery of the leak, the root cause for the damage seen on the silicone tubing is determined to be a user issue. If the pumping segment is installed into the alaris pump improperly, small tears in the tubing at the upper pumping segment fitting can be created very easily. The bd clinical team has been notified to determine if further follow is needed with the customer regard the proper loading of the infusion sets into the alaris pumps. The lot number for the infusion set was reported as unknown. The following device history record was conducted by tracing the lot number using the smartsite laser ID numbers on the sample assembly. A device history record review for model 2420-0007 lot number 23105561 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 23115102 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 23115363 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.